Event description:
Device 1 of 2; reference MFR report # 1627487-2019-01940.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2019-01940. It was reported that patient went into respiratory arrest during the trial surgery right as physician had secured both trial leads. Patient was stabilized and the surgery was completed. Lead and patient information is currently unknown. If found, information will be updated.